Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. The customer stated that the device had alarmed low predict, so they attempted to clear the alarm, that's when the button error alarm occurred. The customer's blood glucose was 97 mg/dl. Prior to the error alarms, the customer was mowing the lawn but the device was not exposed to sweat or anything. The discontinuation of the device was advised. Nothing further was reported.